Manufacturer narrative:
Arkray attempted to gather information and request the return of subject meter and strips. Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Customer did not return product.

Manufacturer narrative:
The meter involved in incident was returned, but the test strips were not returned. The returned meter was evaluated with retention samples of the same lot of test strips involved in the incident and performed to specification. No failure detected.

Event description:
Caller indicated the relion micro meter was giving variable readings. Customer stated results of 36, 450, 400, 489, all one after another. States proper technique, but controls not used. Unable to complete information for incident report due to customer being very upset that she was transferred to a customer service agent and not to a doctor. She stated she did not have time to finish incident report due to her mother needing medical attention and would call back later. Attempts were made to gather information and request the return of subject meter. Replacing product.